Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system experienced a syncope episode for 5 seconds. The patient experienced a fall due to the episode. The device was then found to be operating in safety mode and premature battery depletion (pbd) was also reported. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system experienced a syncope episode for 5 seconds. The patient experienced a fall due to the episode. The device was then found to be operating in safety mode and premature battery depletion (pbd) was also reported. The device was explanted and replaced. No additional adverse patient effects were reported.